Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission stated that there was a "pacemaker malfunction"; the cardiac resynchronization therapy pacemaker (crt-p) was pacing below the programmed rate. The device remains in use. It was also noted that the left ventricular (lv) lead had chronic high thresholds. The lead was programmed off. No patient complications have been reported as a result of this event.